Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 183 ohms. It was noted that the patient has a non-(B)(6) device. Additionally, the patient received 5 shocks and therapy may have been unsuccessful. The health care professional (hcp} will contact the non-(B)(6) device manufacture regarding further troubleshooting. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).